Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 69 mg/dl and food was consumed to address the low bg. The customer did not know what caused the low bg. No additional information was provided.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed on (B)(6) 2017. "Auto off alarm" was observed at 11:29am. No bolus requests were made on (B)(6) 2017. There were no erratic basal rate adjustments. Complaint could not be confirmed. There were no obvious requests or deliveries that would cause low bg levels.there was no evidence of device malfunction.